Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m160520 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000/lot: m160520 , test base part number 190-430/lot: m160520 the lot met the required release specifications. A review of the complaints reported as false positive (confirmed and unconfirmed, conflicting results) related to kit lot m160520 showed that the complaint rate is 0.06% in conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue. However a possible assignable root cause is sample interference or cross contamination. MFR reference reports: 1221359-2021-02874 and 1221359-2021-02876.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. MFR reference reports 1221359-2021-02874, 1221359-2021-02876.

Event description:
The customer reported three false positive results with the ID now covid-19 assay for three patients performed on (B)(6) 2021. This MFR. Report addresses patient two of three. The customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2021 on a direct tested nasopharyngeal swab. Repeat testing was not performed, on the same day pcr conformation testing generated a negative result. Although requested, no additional patient information, including treatment and outcome, was provided.